Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The customer reported that the equipment displayed an error sm: "secondary energy too high" during the procedure. The procedure was completed with a delay of more than 15 minutes, with the same equipment and accessories. Additional information was requested.